Event description:
Further follow-up revealed that the patient underwent generator replacement surgery on (B)(6) 2013. Attempts to have the generator returned to device manufacturer for analysis have been unsuccessful to date.

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient has experienced a recent increase in seizures and to plan generator replacement. The clinic notes indicate that the increase in seizures was despite normal levels of anticonvulsants, as the patient is noted to be very compliant. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely; however, has not occurred to date.